Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to have entered safety mode. Subsequently, this device was explanted and replaced with a new crt-p successfully. This device has not been received for investigation. No additional adverse patient effects were reported.